Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the control panel boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There was no pt injury or death reported.